Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation from the garment rubbing on the left side. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a medication similar to hydrocortisone cream. The patient was instructed by her physician to apply the cream and then dab the area with a cloth to dry the area. Follow up indicated that the cream is helping the skin irritation.